Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of ¿not feeling well¿. It was also noted that there was a polarity switch due to high and out of range impedance and noise on the atrial lead. No changes have been made at this time. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the atrial lead had high impedance due to a possible lead fracture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 407645. The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
(B)(4).